Event description:
During follow-up, a loss of capture was observed due to left ventricular lead dislodgement. Dislodgement was confirmed by diagnostic imaging. The issue was resolved by explanting and replacing the lead. The patient was stable and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed no anomalies. Diagnostic imaging revealed no anomalies. Electrical testing revealed no anomalies. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.